Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels of 206 mg/dl. The patient's omnipod personal diabetes manager (pdm) could not be turned on, which led to the event. At the hospital, the patient was administered fluids.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Manufacturer narrative:
In the case description, the patient states the device did not turn on and they had no way to inject insulin. The device was returned for investigation. The batteries were not returned with the device. Upon connecting different batteries, the device powered on. After the device went past the home screen, the device began to alarm and displayed a pdm alarm on the screen. The device was reset. Upon reset, the device got to the home screen as intended. The device data was downloaded. Inspection of the device data shows that the device generated an alarm on the date of occurrence. This alarm was the same alarm that was displayed upon initially powering on the device. It could not conclusively be determined if this alarm contributed to the reported event. Inspection of the device interior found no damages or deficiencies that would cause the device to be unable to power on. Based on the investigation, the device functioned as intended.